Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastric band insertion - "a black dot come out of the seal in the 12mm ports again yesterday." Additional information received from the customer on (B)(6) 2016: surgeon put gastric band down the port and the scrub nurse noticed black dot in patient. The small piece of plastic/rubber was retrieved. Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the septum, an internal part of the seal, had fragmented. The returned fragment matches the missing portion of the septum. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested during the manufacturing process. The root cause could be determined; however, engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.